Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The product classification code for the denali filter product is identified. The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed failure to advance, material deformation, and material puncture. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl950f vena cava filter allegedly experienced material puncture, failure to advance, and material deformation. This information was received from one source. The malfunction involved one patient with no patient consequences. The age, weight, and gender of the patient were not provided.